Event description:
It was reported that the ilet pump screen cracked while the user was working on a motorcycle with the device in a pocket, after which the touchscreen was nonresponsive and the user could not navigate the device; a replacement ilet was provided and the user was instructed on shutdown and start-up procedures, return process, data syncing, and continued cgm use. Symptoms included no adverse clinical effects, with blood glucose reported as unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and follow-up regarding device return and logistics. Investigation of this device revealed physical damage to the display module consistent with external mechanical impact, resulting in loss of touchscreen function, with no reported impact to insulin delivery or glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external force.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.